Event description:
The customer states that one patient sample generated a false positive result of 6.9 iu/ml with the axsym toxo igg assay. The sample was retested four days later and generated positive results of 7.4 and 7.1 iu/ml. This sample generated negative results with an agglutination assay. No suspect results were reported from the lab. Controls were within specifications. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott axsym system, (B)(4). It was determined that the investigation should be performed on brand name axsym toxo igg reagent , (B)(4). This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22-22. The investigation consisted of testing a retained sample (stored at abbott laboratories) of the axsym toxo igg reagent, list number 9k08-20, lot number 77092hn00 (which is equivalent in composition to lot number 77092hn01) with axsym toxo igg calibrators, controls and a panel used for the determination of specificity of this assay. No erratic results were obtained. All values for the specificity panel tested were within manufacturing specifications. The complaint and manufacturing records for lot number 77092hn01 and associated sub lots were reviewed and did not identify any issues relating to the customer's observation. The axsym toxo igg assay package insert and the abbott axsym system operations manual (volume 2) contain information addressing the customer's issue. Based on the current investigation, it has been determined that the axsym toxo igg assay, list number 9k08-20, lot number 77092hn01, is currently meeting its safety, effectiveness and label claims. No malfunction was identified, this is a final report.